Manufacturer narrative:
(B)(4). Publication year of 2020. Batch # unk. (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: outcomes and surgical complications following living-donor renal transplantation using kidneys retrieved with trans-peritoneal or retro-peritoneal hand-assisted laparoscopic nephrectomy. Authors: evaldo favi, samuele iesari, nivia catarsini, rajesh sivaprakasam, eugenio cucinotta, tommaso manzia, carmelo puliatti, roberto cacciola. Citation: clin transplant. Doi: 10.1111/ctr.14113. The objective of this single-centre retrospective study was to assess trans-peritoneal (tp) and retro-peritoneal (rp) hand-assisted laparoscopic donor nephrectomy (haldn) and analyse donor outcomes and linked recipient outcomes to the specific technique used for minimally-invasive donor nephrectomy (midn). Between (B)(6) 2008 to (B)(6) 2016, a total of 317 living-donor renal transplants (ldrt) were performed through midn approach: tp-haldn [235 patients; 113 were males; mean age of 46 (37-54) years] or rp-haldn [82 patients; 42 were males; mean age of 44 (36-54) years]. The renal vessels are dissected and controlled with the combination of the harmonic scalpel (ultracision¿, ethicon, somerville, nj, USA) and competitor device. Reported complications include intraoperative bleeding from a large left lumbar vein (n=1) requiring peri-operative blood transfusion; intraoperative bowel injury (n=3) which were immediately repaired laparoscopically (extra-mucosal suture); postoperative abdominal pain (n=2) requiring a second look laparoscopy; intra-abdominal collection (n=1) requiring reoperation for percutaneous drainage; chylous ascites (n=1) requiring elective re-operations for laparoscopic clipping of para-aortic lymphatic vessels; hydrocele (n=1) requiring percutaneous drainage; 1-year readmission (n=29); acute urinary retention (n=1); fever of unknown origin (n=1); scrotal hematoma (n=1); subcutaneous hematoma (n=1); urinary tract infection (n=6). In conclusion, both tp-haldn and rp-haldn can be performed safely with excellent donor and recipient outcomes. In the modern era of ldrt, minimally-invasive techniques have greatly diminished the role of traditional open nephrectomy which should now be considered an obsolete technique.

Manufacturer narrative:
(B)(4). Date sent: 10/8/2021. Additional information was requested and the following was obtained: the authors / surgeons do not believe that the ethicon devices used during the procedures described in the text caused or contributed to the complications mentioned in the article. As a matter of fact, we did not use any ethicon device for vascular stapling. This information is clearly reported in the methods section of the paper. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.